Manufacturer narrative:
Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. Per the initial reporter, the device will not be returned. Concomitant medical products: 5french micropuncture sheath(manufacturer unknown), rosen wire, omniflush catheter. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during attempted inferior vena cava (ivc) filter retrieval, the cook sheath (product and lot number unknown) was noted to be "split and torn" upon removal. This (B)(6) male with a past medical history of multiple iliocaval deep vein thrombosis (dvt), status post stenting with placement of a suprarenal ivc filter (B)(6) 2009, presented with symptoms consistent of new thrombus approximately (B)(6) 2015. Patient was found to have acute dvt and was treated medically with anticoagulation for approximately six months. A computed tomography (CT) scan performed approximately (B)(6) 2016 showed resolution of the thrombus and the patient was scheduled for removal of the ivc filter. During the retrieval procedure, access was gained via the right internal jugular vein. Skin in this area was described as "thickened," necessitating a scalpel nick in order to gain access to the vein. Subtracted inferior venacavogram using a power injector demonstrated no evidence of thrombus within the ivc filter. The complaint device was placed and the dilator was removed. A snare wire was used to successfully engage the apical hook of the filter with ease. Next, the complaint device and dilator were attempted to be advanced over the filter where significant resistance was felt. The complaint device appeared to be splaying out and widening, and was removed. After removal, it was noted to be split and torn. The complaint device was discarded and another sheath was placed and attempted to be advanced over the ivc filter. Significant effort was reportedly used; however, this sheath was unable to be advanced as well. The procedure was aborted at that time due to concern that the vein could tear and the ivc filter was left in place. Hemostasis was achieved after approximately ten minutes and the patient was discharged to the recovery unit and did "quite well". The patient will continue on lifelong anticoagulation and be followed medically.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation . A review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.